Manufacturer narrative:
Insulin pump received with physical damage/misalignment lcd display due to zebra connector cracked. Cracked display window corners. Received with intermittent button response due to moisture damage keypad trace. Missing end cap sticker. Number does not ramp up on its own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had alarm and keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.